Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: seven years. Manufacturer's investigation conclusion: review of x-ray images submitted to the manufacturer for analysis confirmed a disengagement of the outflow graft bend relief. The device remains implanted and the patient remains ongoing on vad support. No patient clinical symptoms or device functional issues have been reported. A corrective and preventative action has been implemented for disengagement to address the issue. The left ventricular assist system (lvas) was implanted prior to the CAPA implementation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The manufacturer's analysis of submitted x-ray images of the patient's internal portion of the percutaneous lead (driveline) taken on (B)(6) 2018 revealed that the outflow graft bend relief was disconnected. No clinical symptoms were reported.